Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 31 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was not monitoring bg levels. No information was provided regarding type of treatment received. Reportedly, customer left the ER the following day with customer in stable condition (bg 300mg/dl).